Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported waking up with high blood glucose (bg) despite receiving large insulin doses overnight. During a supply change using a 6 mm 23" teflon inset, the user noticed insulin leaking inside the pump but was unsure of the source. The agent confirmed the user was performing the supply change correctly, though lot numbers could not be retrieved as supplies had been discarded. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after the supply change and resumed insulin delivery. The user reported a dry throat but no other symptoms. No medical intervention was required at the time of call.